Event description:
A user reported that the interlock function was not working and allowed more than one vaporizer to turn on at once. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.